Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: on 7/6/2007 a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt261412/lot#05093191a gore excluder aaa endoprosthesis large diameter contralateral leg component. (Pxc161000/lot#03995927 and three gore excluder aaa endoprosthesis aortic extender components. (Pxa230300/lot#05103298, pxa260300/lot#05105936, and pxa260300/lot#04956300 were implanted.

Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. During the procedure, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component migrated distally. The physician implanted a gore excluder aaa endoprosthesis aortic extender component. However, the gore excluder aaa endoprosthesis aortic extender component had covered both renal arteries. The physician was able to uncover the pt's left renal artery; the pt's right renal artery remained covered. The pt was reported to be doing well.